Event description:
Caregiver has reported that the head end of the bed is no longer coming down, yet the foot end is working just fine. She also mentioned that the hand pendant is no longer working at all. Tech has been out to see her and things are looking good. No injury.